Event description:
It was reported that during a redo ablation procedure for atypical atrial flutter using the sphere-9 catheter via a transeptal approach, during which cavotricuspid isthmus (cti) line, mitral line, and left vein pulmonary vein isolation (pvi) lesions were created using pulsed field ablation and radiofrequency ablation, and another manufacturer's left atrial appendage closure device was implanted during the same procedure. A transesophageal echocardiogram was performed prior to the procedure to rule out thrombus. Post-procedure, slight left-sided weakness, slurred speech, and neurological deficits were observed, and neurology evaluated the patient and determined that a mild stroke had occurred. No intervention was required to treat the issue, and at follow-up the patient was reported to have recovered and was no longer exhibiting stroke symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.